Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited no readings for estimated longevity magnet response, current or impedance upon interrogation. The device was explanted.